Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the proximal balloon waist was revealed. There was balloon material lifted around the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the same side of the lesion through anterograde approach. The 100% stenosed target lesion was located in a shunt in a severely calcified and moderately tortuous anterior and posterior tibial artery and peroneal artery. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced to the lesion. The first two dilations were performed from the distal anterior tibial artery at 14 atmospheres each. However, the balloon ruptured at 12 atmospheres on the third inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different device. No complications were reported and patient's status is good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the same side of the lesion through anterograde approach. The 100% stenosed target lesion was located in a shunt in a severely calcified and moderately tortuous anterior and posterior tibial artery and peroneal artery. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced to the lesion. The first two dilations were performed from the distal anterior tibial artery at 14 atmospheres each. However, the balloon ruptured at 12 atmospheres on the third inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different device. No complications were reported and patient's status is good.